Event description:
It was reported that when using the bd pyxis¿ es server reports and real time data cross over were not matching properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the reports were failed to match and system requires cache clearance. A technical support specialist (tss) dialed into the sever and conducted a thorough check of the reports. There were no issues observed during report execution, and it was noted that the server appeared to have been rebooted. An email update was sent to the customer regarding the case. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue with the device.